Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Date of event: unk. Implanted: unk. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
It was reported that a 13.2mm tmicl13.2 implantable collamer lens, -12.00/+3.5/076 (sphere/cylinder/axis) is scheduled to be exchanged with a shorter length lens. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.